Event description:
It was reported that the customer's blood glucose level was 545 mg/dl. He also received multiple no delivery alarms. The customer took a bolus but it seemed like it did not work because his blood glucose level did not change. Therefore, he administered a manual injection. His blood glucose level was 600 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).